Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti / urinary tract infection"), vulvovaginal mycotic infection ("yeast infection"), rash ("rashes"), acne ("acne"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight loss / weight gain"), constipation ("constipated") and alopecia ("hair loss"). In 2011, the patient experienced mood swings ("hormonal changes describe: mood swings") and vitreous floaters ("I see floater spots/seeing floaters"). In 2012, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced migraine ("migraines / headaches"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("right lower side pain") and back pain ("back pain"). The patient was treated with sumatriptan succinate (imitrex df) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vulvovaginal pain, abdominal pain lower and back pain outcome was unknown and the mood swings, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, rash, acne, bladder disorder, urinary tract disorder, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vitreous floaters, weight fluctuation, constipation and alopecia had resolved. The reporter considered abdominal pain lower, acne, alopecia, anxiety, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitreous floaters, vulvovaginal mycotic infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight 197 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: coding correction received- pt changed from visual impairment to vitreous floaters. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti / urinary tract infection"), vulvovaginal mycotic infection ("yeast infection"), rash ("rashes"), acne ("acne"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight loss / weight gain"), constipation ("constipated") and alopecia ("hair loss"). In 2011, the patient experienced mood swings ("hormonal changes describe: mood swings") and visual impairment ("I see floater spots/seeing floaters"). In 2012, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced migraine ("migraines / headaches"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("right lower side pain") and back pain ("back pain"). The patient was treated with sumatriptan succinate (imitrex df) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vulvovaginal pain, abdominal pain lower and back pain outcome was unknown and the mood swings, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, rash, acne, bladder disorder, urinary tract disorder, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, weight fluctuation, constipation and alopecia had resolved. The reporter considered abdominal pain lower, acne, alopecia, anxiety, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: plaintiff fact sheet received- previously reported event ¿injury to herself¿ updated to pelvic pain,¿hormonal changes describe: mood swings¿, events- ¿ abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, yeast infection, depression, anxiety, rashes, acne, bladder problems, urinary problems, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, I see floater spots/seeing floaters, weight loss/weight gain, constipated, hair loss, vaginal pain, right lower side pain, back pain and plaintiff did not undergo essure confirmation test¿, outcome for events¿ rashes, acne, bladder problems, urinary problems, uti, yeast infection, migraine headache, vision problems, painful sexual intercourse, dental problems, constipation, vaginal discharge, vaginal bleeding, hair loss, weight gain/ weight loss, mood swings, depression and anxiety ¿were updated to ¿recovered / resolved¿ incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.